Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One 15 mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The catheter shaft was fractured, exposing the internal wires, distal to the shaft electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.